Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: dots. Clinical adverse event received for patella clunk syndrome. Event is serious and is considered moderate. There is a remote possibility the event is related to device and is possibly related to procedure. Date of implantation: (B)(6) 2013. Date of event (onset): (B)(6) 2021. (Left knee). Treatment: surgical arthroscopy of the left knee (no products revised). Depuy components: catalog ID: 196192153, lot ID: 7844133, component type: insert, description: aox ps/rp tibial insert sz 5 15mm. Catalog ID: 196040500, lot ID: 318940, component type: femoral, description: sigma hp post/stab fem lt sz 5. Catalog ID: 960103, lot ID: d13010897, component type: patellar, description: sigma patella oval dome 3 pegged 41mm. Catalog ID: 129433150, lot ID: 3592341, component type: tibial, description: mbt cemented keel sz 5.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.